Event description:
Reporter stated that ambulance crew responded to an unconscious patient, on the street. Reporter indicated that patient's blood glucose was measured, using the aviva system, with a result of 5.0 mmol/l. Patient was transported to the hospital where, 50 minutes later, blood glucose reportedly measured 1.5 mmol/l on an unspecified hospital device. Reporter noted that patient had undergone peritoneal dialysis, earlier in the day, using extraneal (a labeled interferent for the test strips). No information about patient's diagnosis, treatment, or current condition was provided. The manufacturer requested the return of the aviva system for evaluation.

Manufacturer narrative:
The event occurred in another country.